Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the instructions for use (IFU). It is stated in the warning section in the IFU for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. No corrective or preventive action will be initiated. A batch record review of lot 14466 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: the serious events of pallor and implant site discoloration were considered expected and possibly related to the treatment. Contributory factors include the injection technique. The case is consistent with injection site ischemia due to the signs reported and the improvement elicited with the hyaluronidase treatments. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities due to the medical intervention required to prevent a potential permanent damage to body structure. Additional comments: the case was submitted to mpa, the (B)(4) regulatory authority on 26-oct-2017. The case was also distributed for potential cross-reporting on 26-oct-2017.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician which refers to a female aged (B)(4). On 04-oct-2017 and 16-oct-2017, further information was received from the physician. No information about medical history, concomitant medication, history of allergies. The patient had previously received treatment with approximately 1 ml juvederm voluma in the glabella area in the spring of 2017. On (B)(6) 2017, the patient received treatment with 0.5 ml restylane lidocaine (lot 14466) to glabella with provided needle and unknown technique. On (B)(6) 2017, during treatment of vertical lines in glabella, the right side suddenly became pale(pallor). The treatment was carried out very superficially, almost intradermally. The affected area was massaged and the skin regained some of its colour, but gradually the skin became pale again and then slightly blue. The skin was massaged again and treated with a warm compress. It got a little better, but after totally approximately 15 minutes the right side of glabella was treated with several injections hyaluronidase [hyaluronidase] total 45 u. After further approximately one hour, a discreet blue-ish skin(implant site discolouration) in the lower part of glabella, into the nose was observed. The whole glabella area was then treated again with hyaluronidase, to a total dose of 150 u. The patient was observed at the clinic for approximately 30 more minutes and it seemed like the blue colour started to decrease. The patient went home and approximately 3 hours later she reported no deterioration via sms. The physician further stated that the patient will be followed up regularly. On 04-oct-2017, further information was received from the physician. He stated that he had contact with the patient on a daily basis. It looks like everything is going well so far, the patient did not report any deterioration on that day ((B)(6) 2017). Fu-information received from the physician on 16-oct-2016. The patient reported to the physician that the skin in glabella became normal again two days after the treatment. Outcome at the time of the report: the events were recovered.